Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition could have contributed to the reported hyperglycemia and paramedics visit. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient reported that she was having seizures for 45 minutes so she called 911 and upon the paramedics arrival they treated her with d52 (sugar water in an intravenous therapy) and some juice.